Event description:
It was reported the pt had been experiencing the head to recharge the scs ipg frequently than usual. Replacement charging system did not address the issue. Surgical intervention is pending to resolve the issue.

Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.